Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2023-02236. Follow up with customer confirmed that this event is not a reportable event. No further medwatch report will be submitted for this event.

Event description:
Follow up with the customer confirms that this event is a non integration event.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the implant was placed with 2 surgical stage into dense bone. The implant fractured and was removed. Tooth site # 46.